Manufacturer narrative:
(B)(4) there was no alleged device malfunction. It was reported that the sensor was inserted into the arm. The dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen). Additionally, the g4 platinum continuous glucose monitoring system user's guide also states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a skin reaction that occurred on (B)(6) 2015. The sensor was inserted into the arm on (B)(6) 2015. The patient experienced a reaction that was sore and looked like a burn located on the back of the upper arm. Patient used neosporin to treat the area. Additionally, it was reported that the patient has a scar that is about two-thirds the shape of the oval sensor patch adhesive. Patient applies non-prescription antibiotic cream. No additional event information was reported.